Event description:
It was reported that the patient underwent laparoscopic hysterectomy on an unknown date and suture was used. Approximately three weeks post-operatively, the patient experienced dehiscence of the vaginal cuff. The patient underwent a surgical procedure to repair the dehiscence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.